Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed a detached speaker. Functional testing was performed, and the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be the detached speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.